Manufacturer narrative:
Bibliography: andres m pineda, m. J. Et al (2020). Transcatheter aortic valve replacement for patients with severe bicuspid aortic stenosis. American heart journal, 105-112. The type of thv valve is unknown; however, these are the possible 510k number for sapien, sapien xt, and sapien 3: p110021, p130009, and p140031. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented and written by edwards lifesciences in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, per article, one patient in the sapien group experienced a stroke. Investigation results suggest that the cause of the stroke related to the mechanisms above. In addition, there are other patient risk factors for stroke which may have contributed to the event (75 years old and aortic stenosis). Other potential contributing factors are unknown as limited clinical information was provided in the article. There was no allegation or indication a device malfunction contributed to this adverse event complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A single-center study was published in the journal article "transcatheter aortic valve replacement for patients with severe bicuspid aortic stenosis". The study period was april 2011 to november 2016 and compared the outcomes with tri-leaflet aortic valves (tav) treated with tavr. The present analysis was limited to patients who underwent treatment with the commercially available balloon expandable valve system and included 232 patients treated with edwards sapien, sapien xt or sapien 3. The aim of the study was to evaluate the outcomes of transcatheter aortic valve replacement (tavr) in patients with bicuspid aortic valve stenosis (bav) and compared them with those of tri-leaflet aortic valves (tav). This complaint represents the one (1) patient who experienced a stroke that occurred in the balloon expandable valve system (sapien group) during the study period.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This supplemental MDR is being submitted for reference of mfg. Report numbers for this complaint. This is 1 of 5 reports being submitted for this complaint; reference mfg. Report numbers: 2015691-2020-12306, 2015691-2020-12307, 20205691-2020-12309 and 20205691-2020-12310.